Event description:
The gentleman has had a troubled history over the last 6 months or so, reinfection of his shoulder replacement. In last attended surgery, which was 1st revision in late (B)(6) 2024. On (B)(6) all components were removed due to ongoing infective process. An antibiotic cement spacer was implanted by the surgeon. Prosthetic shoulder joint stable at completion of the surgery, full range of motion.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided x-rays and information, the opinion of a medical expert was sought and stated as following: the information does not make assessment of the infection root cause possible, on the provided x-rays all shoulder arthroplasty components were removed and only a prefab cement spacer was placed with a little extra cement. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
The gentleman has had a troubled history over the last 6 months or so, reinfection of his shoulder replacement. In last attended surgery, which was 1st revision in late (B)(6) 2024. On (B)(6) all components were removed due to ongoing infective process. An antibiotic cement spacer was implanted by the surgeon. Prosthetic shoulder joint stable at completion of the surgery, full range of motion.